Manufacturer narrative:
(B)(4). The device was serviced at the customer site; the sample was visually inspected and functionally tested. The reported condition of an f-94 alarm was confirmed. The root cause of the reported condition was due to a damaged main battery. No repairs were made, and the device was swapped. If any additional relevant information is received, a follow up MDR will be sent. Conclusion was selected because this is the most applicable to the problem. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Event description:
It was reported that a flogard infusion pump presented with a f-94 alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. Sample was evaluated at customer site. Device service date: october 04th, 2013.